Event description:
Defense blood standard system (dbss) software version 3.00 and 3.01 does not identify all potentially duplicate person records in the database. This error was identified by a user facility and was provided to the dbss project management staff.